Event description:
I had a vaginal hysterectomy and anterior and posterior repairs on (B)(6) 2012. I had pulling pain and intermittent episodes of bleeding with clots for several weeks. I developed acute and profound vaginal bleeding on (B)(6) 2012, from which I developed a profound anemia and was treated in the ER. I was discharged home and on f/u with my surgeon was told that I had a granuloma reaction to vicryl and the sutures would need to be removed. I had a second surgery for foreign body, suture and granuloma removal from the vaginal vault with cautery on (B)(6) 2012. Sutures from the anterior and posterior repairs were not removed. The surgeon told me that the sutures from the posterior repair were buried in the mucosa and therefore not visible and could not be removed. Since the second surgery, I have had persistent pulling pain that limits my ability to sit for more than one hour or walk with comfort. I contacted ethicon to ask if they can refer met to a surgeon who has experienced with this adverse reaction as my surgeon indicated that he had not experienced this complication in his 30 year of surgical experience. Ethicon indicated that providing a referral would not comply with their policies and I have heard very little since contacting them last week.